Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 14-feb-2020 and inspection of the unit was performed on 19-feb-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, bending rubber cut, hole in # 1 remote control button cover, failed dry leak test, failed wet leak test, fluid invasion in segment section, fluid invasion in control body, shield cover corroded, control body mild corrosion inside, operation channel- primary mild resistance, video image has a white or red dot, umbilical cable bump at control body side, fluid invasion to insertion tube, pve electrical connector frame mild corrosion. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, remote control button, base plate, o-ring(0.5x1.3), light guide cable, base plate, suction channel lg, gnd wire, insulation ring assy, rl lock base unit, root brace rubber, staycoil holder bracket, bracket cover, intermediate plate, stopper screw holding plate, deflector op wire connector cover. The video duodenoscope is pending repair and final qc approval as of 03-mar-2020.